Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation by an authorized resmed third party service center, the device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation confirmed the reported complaint. The pneumatic block sensor circuit board and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a faulty/defective sensor circuit board and top case. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. During evaluation by an authorized resmed third party service center, the device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.